Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net in back-up vvi mode. The patient was brought into clinic for further trouble shooting. After a device download, the device resumed normal function. The patient will continue to be followed normally.